Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had leakage. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR review: a review of the device history record was completed for sub-assembly# (B)(4), lot 7241767 manufactured from 01-sep-17 to 13-sep-17 used in claimed lot 7244592. This lot was reviewed regarding the claimed defect and were not evidenced records that could lead to claimed defect. There are no photos or samples available for analysis. Investigation conclusion: not confirmed: bd was unable to confirm the customer complaint for the claimed defect. Besides to the fact that have not been found records that could cause this complaint during the analysis of device history record, of non-conformities, without samples or photos for analysis, it is not possible to confirm the defect reported in this complaint.

Event description:
It was reported that bd insyte autoguard shielded IV catheter had leakage. No serious injury or medical intervention was reported.